Event description:
It was reported that syringe 10ml ls emerald had foreign matter inside. The following information was provided by the initial reporter: thick, gloopy, vaseline like substance found inside a sealed 10ml syringe when preparing to draw up medication.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/16/2021. H.6. Investigation: a device history record review was completed for provided lot number 2002197. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The sample revealed a large amount of silicone stuck to the upper inner side of the syringe. No further issues were identified with the rest of the representative samples returned. The silicone oil is used to lubricate the inner part of the syringe barrel and facilitate the movement of the plunger rod. The correct presence of silicone quantity is evaluated in our routine manufacturing practices. It is most likely that a temporary issue caused an excess of silicone to be applied to this syringe. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ls emerald had foreign matter inside. The following information was provided by the initial reporter: thick, gloopy, vaseline like substance found inside a sealed 10ml syringe when preparing to draw up medication.